Event description:
It was reported that the right ventricular lead dislodged secondary to twiddler's syndrome. The physician felt the lead was likely damaged due to kinking and twisting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, there was tissue on helix, and there was apparent explant damage. Visual comments noted that the lead was returned with the helix distorted and stretched and the guidetooth damaged.